Event description:
It was reported via repair work order that the patient right headend side rail would not lock due to a mattress strap in obstruction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.